Manufacturer narrative:
(B)(4). Customer reported to have reseating the gui cables and the malfunction has been corrected. The unit passed all testing and operates within the manufacturing specifications covidien was not authorized to service the device.

Event description:
It was reported that an 840 ventilator had an erratic display. The ventilator was not in use on a patient at the time the malfunction occurred.